Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and received a no delivery alarm. Customer's blood glucose value was 338 mg/dl at the time of the incident, high blood glucose was 448 mg/dl and over 600 mg/dl after some time it was 578, 471 and latest blood glucose was 338 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.